Event description:
The customer alleged that they would experience an intermittent loss of audio alarm. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the alleged event. The nellcor puritan - bennett customer support engineer noticed some oily substance on the power switch and replaced it. The nellcor puritan - bennett customer support engineer replaced the alarm assembly due to the customer reporting that when the console was tapped on physically the alarm would again function. The unit passed extended self testing. It is not verifired that the audio alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.